Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, customer contacted intuitive technical support engineer (tse) to report they were experiencing recoverable fault #32097. As they had tried to recover the fault many times, the error kept populating. As system was onsite during call, tse could review the logs and found many occurrences of the reported issue. Tse asked if they were able to proceed with three arms and customer informed they were not. Customer did not inform if surgery was converted or aborted, nor any surgery information. The procedure was aborted with no reports of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred pre-anesthesia. The surgery was postponed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1 in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. In the system logs, the errors 32097 and 31226 were found indicating rolling loop fiber issues, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expect. The usm was then installed onto a patient side cart fixture test platform (pftp), where the fiber test failed on rolling loop fiber, replicating the reported event. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber cable was found to be the source of the reported event. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Verification of the event details via system logs was not performed as the issue was identified when the system was not in use. A review of the site's system logs for the reported procedure date was conducted by a technical support engineer (tse). Investigation revealed the related system errors: error 32097 "maxis error occurred, reported by acm in usm1 iloop maxm watchdog errors". A device history record (DHR) review was conducted for any potentially related ncs or other applicable quality notifications. Based on that review, there was no evidence of a related non-conformance or abnormality within the DHR record.